Event description:
Reporter alleges that the pump delivers incorrect basal and bolus rates due to elevated blood glucose levels. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.